Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was reformatted. Also, the software and calibration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported, the system failed to save images. No report of pt injury.